Event description:
The patient presented to the hospital with discomfort and pain. The device was interrogated and decreased pacing impedance, increased capture thresholds, and decreased sensing were observed on the right atrial (ra) lead. X- ray imaging was performed and the ra lead was found dislodged. The ra lead was explanted and replaced to resolve this event. The patient was stable.